Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a display anomaly. The customer's blood glucose value was 234 mg/dl. The customer stated that the pump had beeped for about 3 hours. The customer stated that the screen beeped and flashing black and white. The customer was advised that the pump needs to be replaced. The customer was advised to discontinue use of the pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation unit gave an unexpected blank/white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to verify missing segments or partial display due to display anomaly. Unit received with minor scratches on case, cracked select button keypad overlay, pillowing keypad overlay, cracked retainer, serial number label missing, corroded battery tube and minor scratches on lcd window.